Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings and a message 'hi' from the adc sensor scan compared to readings obtained on a healthcare professional meter of 58 mg/dl and experienced symptoms of "apart, powerless, mumbling" and a loss of consciousness. Customer was unable to self-treat and required treatment of a glucagon injection by emergency services. Customer was taken to hospital, an electrocardiogram (ECG) was preformed (unknown results), blood pressure and blood sugar were monitored. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. The sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly). No issues were observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings and a message 'hi' from the adc sensor scan compared to readings obtained on a healthcare professional meter of 58 mg/dl and experienced symptoms of "apart, powerless, mumbling" and a loss of consciousness. Customer was unable to self-treat and required treatment of a glucagon injection by emergency services. Customer was taken to hospital, an electrocardiogram (ECG) was preformed (unknown results), blood pressure and blood sugar were monitored. No further treatment was reported. There was no report of death or permanent impairment associated with this event.